Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/14/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/01/2015 with the following findings: the black box shows one "por" event associated with a battery change on 10/9/2015. The pump intermittently powers with returned battery cap. Battery cap is able to fully tighten. Evidence of moisture contamination was found on the underside of battery cap ground spring. A test battery cap was used for all testing. A battery compartment crack was observed in thread area. No evidence of additional moisture contamination inside battery compartment. The pump was exercised with a test battery cap for 24 hours. No reboot, loss of power or call service alarms duplicated. Leak test shows leak at battery compartment crack. Removed pump case and no evidence of additional moisture inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4)